Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd extension set was leaking from the "anterior portion of the filter located on the extension tubing." It was reported that the issue was noticed after a labor epidural was administered and the epidural infusion was started. No adverse patient effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd extension set was returned for analysis in a used condition. The sample was visually inspected under normal conditions of illumination and no discrepancies were found. Functional test: leak test was performed using hydrostat vessel and no leaks were detected. Based on the evidence, the complaint was not confirmed, and no fault was found.